Event description:
Twenty-two pts with discrepant calcium results. Pt 1, initial result 12.1 mg/dl, repeat 10.0 mg/dl. Pt 2, initial result 11.7 mg/dl, repeat 10.5 mg/dl. Pt 3, initial result 10.3 mg/dl, repeat 9.1 mg/dl. Pt 4, initial result 11.3, repeat 9.6 mg/dl. Pt 5, initial result 9.8, repeat 8.0 mg/dl. Pt 6, initial result 10.7 mg/dl, repeat 9.9 mg/dl. Pt 7, initial result 11.6 mg/dl, repeat 10.7 mg/dl. Pt 8, initial result 11.8 mg/dl, repeat 10.7 mg/dl. Pt 9, initial result 11.4 mg/dl, repeat 9.3 mg/dl. Pt 10, initial result 10.8 mg/dl, repeat 9.7 mg/dl. Pt 11, initial result 10.3 mg/dl, repeat 9.5 mg/dl. Pt 12, initial 10.6 mg/dl, repeat 8.9 mg/dl. Pt 13, initial result 10.5 mg/dl, repeat 9.2 mg/dl. Pt 14, initial result 11.4 mg/dl, repeat 9.7 mg/dl. Pt 15, initial result 10.9 mg/dl, repeat 9.5 mg/dl. Pt 16, initial result 11.4 mg/dl, repeat 10.3 mg/dl. Pt 17, initial result 11.1 mg/dl, repeat 9.5 mg/dl. In 2008: pt 18, initial result 11.9 mg/dl, repeat 9.7 mg/dl. Pt 19, initial result 11.1 mg/dl, repeat 9.9 mg/dl. Pt 20, initial result 11.3 mg/dl, repeat 10.1 mg/dl. Pt 21, initial result 10.6 mg/dl, repeat 9.2 mg/dl. Pt 22, initial result 10.4 mg/dl, repeat 9.2 mg/dl. The initial results were reported, pts were not adversely affected. The field service rep determined the reagent pack to be the cause and replaced the reagent pack. Performance tests were performed.